Event description:
It was reported that the patient presented prior to generator change in (B)(6) 2023 with high capture threshold exhibited by the right ventricular lead. The ventricular lead was then deactivated via programming to preserve the device battery. The patient subsequently presented to the emergency room in complete heart block. The patient was scheduled for lead revision. The lead was abandoned in situ and a new lead was placed on (B)(6) 2024. The patient was recovering.